Event description:
As reported on (B)(6) 2013, a customer reported they have had 6 patients within a two month period experience dvt. These patients were identified with having a dvt within a week after surgery. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one venacure1470 unit (sn (B)(4)). Assessment of the unit determined the unit functioned as intended. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. The user manual (venacure 1470 operator manual us, version 2.0), which is supplied to the user with this unit lists dvt as a potential adverse effect of the procedure. Attempts are being made by angiodynamics in regards to the treated patient's info and well-being. There have been no reports to date of permanent patient harm or injury. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).